Event description:
In 2009, the patient reported the down button on her insulin infusion device is working intermittently. She stated she noticed this because her "sugars" were elevating and her device was not giving the beeps. She stated her normal blood glucose range is 35 mg/dl to 485 mg/dl. Symptoms are dry mouth. She stated her blood glucose decreased to 200 mg/dl two days prior. She stated she has recently gained 50 lbs after having heart surgery. Two days after the original date, the patient stated she received her replacement infusion device and her blood glucose is 88 mg/dl which she said is fine for her. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.